Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3400-30; serial/lot: (B)(4); description: splitter 2x8 kit-sterile. Model: sc-2316-70; serial/lot: (B)(4); description: infinion 16 lead kit 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant for an unknown reason.